Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displays a fill estimate of 11 units after loading the cartridge onto the pump. During the call with tandem technical support, the contact loaded a new cartridge with 280 units of room temperature insulin and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.